Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered two appropriate shocks, and when coming in for interrogation it was noted that the device was emitting a constant buzzing tone. The physician is unable to interrogate the device with the programmer recorder monitor (prm). Interrogation was tried again after magnet application, without success.